Event description:
It was reported that tpn leaked from a connection of a smartsite and triple port during patient use. The event occurred in the nicu and a sterile fluid change had been performed at 21:20. At 02:00, the bed was found to be wet with tpn. The product had been in use for less than 24 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from a connection of a smartsite and port was not confirmed. Visual inspection of the set noted no damage or any anomalies. No obvious issues were observed with the rest of the sample components. Functional and pressure testing resulted in the set priming and flushing with no leaks. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tpn leaked from a connection of a smartsite and triple port during patient use. The event occurred in the nicu and a sterile fluid change had been performed at 21:20. At 02:00, the bed was found to be wet with tpn. The product had been in use for less than 24 hours. There was no patient harm.